Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a loss of prime issue. The reporter stated that multiple loss of prime alarms had occurred. The prime history indicated that the set was changed once in 6 days and the reporter stated that it had been more than that. The reporter stated that it didn¿t take more than 4 to 6 units to fill a 23 inch tube. It was explained to the reporter that to prime the tubing, it takes approximately 0.5 units per inch; roughly 12-14 units to prime a 23 inch tube. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.